Event description:
A hospital reported obtaining two sets of high readings on a precision xtra meter. The customer reported they obtained a reading of 500 mg/dl compared to a lab reading of 74 mg/dl and a reading of 390 mg/dl compared to a lab reading of 181 mg/dl, all readings were taken within a 10 minute timeframe. When plotted on a parkes error grid the results fell into the "d" zone and "c" zone respectively, showing the difference in values to be clinically significant. There was no report of a serious injury, death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once investigation results are available.